Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No low battery alarm noted during testing. However, power error 25 and low battery alarm noted in trace download analysis due to intermittent non-sleep anomaly software error. Unit passed displacement test, selftest, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. The battery tube connector plugged in properly to j7/pcba 1 during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was unknown. It also reported that display is blank currently. The customer was also reported that the insulin pump was turned off and batteries was not lasted less than a week. The customer was advised that the insulin pump will need to be replaced. The customer will return insulin pump for analysis.